Event description:
Patient reported severe burning at the pump site during the MRI. Patient felt a burning sensation on his back side and felt the front of the pump vibrate which occurred when he had an MRI on (B)(6) 2012. The patient saw their hcp and was told everything was fine with the pump; that it had to do with the way the patient was laying in the MRI. Patient reported, he has raised area over the pump site since this has happened and cannot apply pressure to this site. Per hcp, the patient said he was burned from inside the pump pocket during the MRI; "no evidence to suggest this"; no problem with the pump. The patient was alarmed after "doing research on pumps and MRI's on internet". It was noted there was no injury. The pump was delivering a compounded med.

Event description:
Additional information: it was reported that the event occurred (B)(6) 2012. The patient had an MRI and stated that "the pump heated up so much during procedure that they had to discontinue the MRI". Since then the patient had not received pain relief. The patient experienced neck pain and had no relief from the pump. A catheter dye study was performed and showed a patent catheter. The pump was explanted and replaced. The patient status at the time of the report was no injury or adverse event. The device system delivered morphine, bupivacaine and clonidine.

Event description:
No new reportable information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
The date previously reported ((B)(6) 2012) was given as an approximate date of the magnetic resonance imaging (MRI) scan. Reports indicated that the MRI actually occurred on the originally reported (B)(6) 2012. It was noted that the patient¿s pump was located in the left side of the abdomen. The lump/raised area from the burning was on the patient¿s back. It was reported that the drugs in the patient¿s pump were fentanyl, clonidine, and baclofen; however, this account conflicts with the drugs previously reported.

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4), revealed no anomaly found.

Manufacturer narrative:
The initial printout from analysis indicated that the drugs programmed in the pump were morphine, bupivacaine, and clonidine. (B)(4).